Event description:
The customer reported that an 840 ventilator had an inoperable display. The patient was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was recommended to replace the graphic user interface (gui) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).